Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2.0mm x 220mm x 150cm, otw coyote¿ balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient¿s status was good.

Manufacturer narrative:
Device evaluated by manufacturer: returned product consisted of coyote balloon catheter with no other devices. There was blood in the inflation lumen and balloon, with the balloon loosely folded. Magnified inspection identified a pinhole in the balloon wall 7mm from the tip of the device. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and moderately calcified below the knee vessel. A 2.0mm x 220mm x 150cm, otw coyote balloon catheter was advanced to dilate the lesion. However, upon the first inflation, the balloon ruptured. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was good.